Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump during the manual prime. Through troubleshooting, it was noted that the issue was resolved by reconnecting the set. Customer's blood glucose reading at the time of the call was 431 mg/dl and has treated with a bolus. It was noted that the high blood glucose readings were due to what she ate. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.